Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was reformatted and reloaded with the appropriate software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent loss of cine/vascular mode functionality. No pt or user injury was reported.